Manufacturer narrative:
H10: h2: additional information: b5 and h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were returned off the needle. The knot is tightened down, the actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event is an unintended second actuation of the device. No containment or corrective actions are recommended at this time. Corrected data: a1: should be read as blank; h6: health effect - clinical code.

Event description:
It was reported that during a meniscus repair procedure, both t implants of the fast fix device deployed at the same time. T1 of the device was left secure in patient and t2 of the device was removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair procedure, both t implants of the fast fix device deployed at the same time. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).